Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced an unknown number of incidences, which were associated with separate units, involving an unknown number of patients. Due to the unknown number of incidences, two reports will be submitted. This is the second of two reports. Refer to 8030647-2017-00005 for the first event. It was reported that a distributor experienced an unspecified number of oral swab sticks that broke during use. There was no known patient injury. No additional information was provided.